Manufacturer narrative:
Terumo did not receive the actual device and the complaint was confirmed. Inventory samples and photos confirmed that the wrong label was affixed to the device during assembly. Terumo performed training with responsible associates. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the pediatric tubing label has a different label inside the tubing package that says "tuberia lactante" (baby tubing). This confuses the perfusionists and they do not want to open it because they think it is not the correct tubing to use. There were 35 occurrences of this event. The event did not cause delay in surgical procedure.